Manufacturer narrative:
A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Date of event (B)(6) 2013. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Facility reports the battery casing functioned intermittently. Facility reported that the malfunction did occur during surgery, causing a brief delay, and that a replacement part was obtained without injury to patient. Device was tested with multiple batteries with the same results. This is 1 of 1 report for this complaint (B)(4).